Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient presented in-clinic to report loose dental crowns. It was discovered that the platform of a patient's dental implant fractured into pieces. The implant was not removed due to potential complications. No adverse patient consequences were reported.